Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received excessive low battery alarms. Customer reported that when battery was replaced, it would deplete the next day. Customer also received a battery out limit alarm and a failed battery alarm but did not receive a weak battery alert prior. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer reports that insulin pump received a battery out limit alarm. Customer was advised that insulin pump would need to be replaced.